Event description:
It was reported that during use with 2 bd insyte¿-w IV catheter with wings the catheter encountered resistance and was discovered to be "forked". Catheter was replaced. The following information was provided by the initial reporter, translated from chinese to english: at 10:30 on june 26, 2023, the child needed intravenous infusion, and the responsible nurse placed a superficial vein indwelling needle. Insert the needle after routine disinfection, see the return of blood, withdraw a little needle core, and then feed the needle tube, and pull out the needle immediately when resistance is encountered. It is found that the indwelling needle hose is forked, and there is a risk of residual blood vessels in the indwelling needle hose. The risk is high, and the needle port should be pressed immediately. Open a new intravenous indwelling needle, change the indwelling position, complete the treatment process, and report to the head nurse and medical equipment department.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed, instead the defect of needle through catheter was observed upon inspection of the sample photo. Analysis of the sample photo showed that the needle pierced through the catheter of the device. Bd determined that the cause of the failure was likely use error based off the verbatim ¿withdraw a little needle core, and then feed the needle tube¿. Slightly withdrawing the needle can result in the flexible catheter material slingshoting the needle through the catheter wall. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd insyte¿-w IV catheter with wings the catheter encountered resistance and was discovered to be "forked". Catheter was replaced. The following information was provided by the initial reporter, translated from chinese to english: at 10:30 on (B)(6) 2023, the child needed intravenous infusion, and the responsible nurse placed a superficial vein indwelling needle. Insert the needle after routine disinfection, see the return of blood, withdraw a little needle core, and then feed the needle tube, and pull out the needle immediately when resistance is encountered. It is found that the indwelling needle hose is forked, and there is a risk of residual blood vessels in the indwelling needle hose. The risk is high, and the needle port should be pressed immediately. Open a new intravenous indwelling needle, change the indwelling position, complete the treatment process, and report to the head nurse and medical equipment department.